Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The customer also inquired about the data flag "carovr" attached to the initial tsh result. Product labeling states "resolving data alarms - carovr alarm: potential microparticle carryover. Description: the signal level of this sample is low. Cause: carryover between tests. Remedy: rerun the sample." Based on the information provided, the investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 iii results from one patient sample tested on the cobas e411 disk. This medwatch is for the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the ft4 iii assay. It is unknown if the initial result was reported outside of the laboratory. The initial result was 0.020 uiu/ml with a "carovr" data flag. The first repeat result was 0.852 uiu/ml. The second repeat result was 0.852 uiu/ml.